Event description:
The customer reported about battery cap and recall on the insulin pump. Customer stated that a while back, regarding the reservoir coming out and did not have issues then but currently starting to come out now. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.